Event description:
Roche diagnostics received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter compared to a laboratory methodology (starmax). On (B)(6) 2022, the patient's inr result tested on the coaguchek inrange meter was 3.6 inr, and the patient's inr result tested at the laboratory with venous blood was 2.64 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The time between all measurements is fewer than 3 hours. The serial number of the coaguchek inrange meter is (B)(4).

Manufacturer narrative:
The customer material was requested, but it is not available for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origins (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods.". Initial reporter: occupation is patient/consumer.